Manufacturer narrative:
(B)(4). Insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that her husband's insulin pump stopped working and they experienced high blood glucose. The insulin pump was not delivering insulin, he was sky high. Customer did do shot and it brought it down. The customer blood glucose level was 400 mg/dl at the time of incident. Customer was on the shots and going low. Troubleshooting was performed. The product will be returned for analysis.